Event description:
It was reported that during percutaneous coronary intervention (pci) procedure stent damage occurred. The lesion was located in severely tortuous unspecified artery. The physician attempted to advance the 3.00 x 16mm taxus liberte stent but was unable to cross the lesion. Upon removal of the device, it was confirmed that the distal portion of the stent was flared. There were no pt complications. The procedure was completed with another of the same device. Pt status is reported as "good".

Manufacturer narrative:
(B)(4).